Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level unknown. The customer was assisted with troubleshooting and the display did not return. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment were neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Advised to clean battery cap contacts with a dry cotton swab. Advised to press and hold the back button for 30 seconds. The customer change the battery and got failed battery test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up after battery installation and was stuck in a software error notification screen and reboot or medtronic logo loop, problem isolated to the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to software error alarm loop.